Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor was noisy. Control of the pumps remained available through redundant local controls. The device was used for the procedure. Ther was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.